Event description:
Customer reported the set separated while in use on a pt and approximately 10 ml chemo leaked. There was no report of pt/staff harm or medical intervention. No further pt/event info was provided.

Manufacturer narrative:
No product will be returned per the customer. The complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.